Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a 'high pressure' alarm went off. The occlusion was settled after the connection was loosened. However, even after the customer loosened the part where the tubing and the catheter were connected, the situation was not remedied. So the patient suspected something was wrong with the tubing. No patient injury reported.

Manufacturer narrative:
Other text: device evaluation: one sample and two photos were received for investigation. Visual inspection was performed and the unit was observed to present a partial occlusion in the distal end male luer connector and tube join. No other damage or dysfunctional conditions were observed. Functional test was performed and shortly after the pump was set running a high pressure alarm was activated in the pump. The liquid had difficulty moving along the extension set and liquid leak was detected in the filter's air vent. The reported failure mode, causes pump to alarm, is confirmed. Based on the analysis performed on the returned unit, and review of the mitigations during the manufacturing process, the root cause of the alarm activation is due to the partial occlusion in the unit. The occlusion is generated when an excess of solvent is not cleaned before assembly the tube with the component this is caused when the operator fails to properly follow manufacturing procedure.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a history record review could not be conducted. A1 updated, d3, g1, and g2 email is: (B)(4).